Event description:
It was reported that on (B)(6), 2010, the patient underwent a posterior and posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs combined with autograft and allograft, placed inside of a peek cage. Following the surgery, the patient developed continued back pain. The patient underwent additional imaging. A CT scan dated (B)(6), 2011 demonstrated that the patient had developed subsidence and ectopic bone growth, both of which led to migration of the cage. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.